Event description:
The customer reported that the unit would not discharge during the hands free cable test.

Manufacturer narrative:
(B)(4). The customer reported that the unit would not discharge during the hands free cable test. This complaint is still being investigated. A f/u report will be submitted upon completion of the investigation.